Manufacturer narrative:
This device is distributed ouside of the united states; therefore, it does not have a 510k number. However, this MDR is being submitted because this device is same as or similar to a product distributed within the united states. The sample is available for evaluation, per the customer, however has yet been received by baxter. Should the device or additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that one basal/bolus infusor 2mlx2ml device contained an "unstable flow" with the flow ranging from 0.8ml/hr - 6.0ml/hr. This incident was observed during the patient use. There was no patient injury or medical intervention. No additional information is available.